Event description:
Reportedly, there was a complaint about a cartridge change error in france, with the customer receiving a 20a alarm. There was no adverse impact to the customer's blood glucose level as no specific blood glucose value was reported. The pump was tested and found to be in working condition after it successfully loaded a cartridge, delivered a bolus, and showed no alerts or alarms during a 24-hour system check. No additional information or action was provided regarding the incident.